Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box data from the date of the complaint had been over written however the current black box shows evidence of a voltage drop resulting in a low battery warning and a replace battery alarm on (B)(4) 2016. The pump's current draws were within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.